Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative of surgery the surgeon burnt his hand through the glove. Overheating of the drill occurred during a dental list, the drill did not cause harm to a patient but it burnt through the surgeons glove and burned his hand before he went to use the drill on the patient. The items listed below were all serviced by the engineers and the motors were all ran at length to check for overproduction of heat. Gd450m = serial (B)(4) micro-line straight hdpc 1:1 f/2.35x70mm (drill hand-piece). Gd460r= spray nozzle, manufactured in 2014. This is part of the hand-piece. Gd678 = serial (B)(4) microspeed uni micro 150 motor. Gd672 =serial(B)(4) microspeed uni motor cable f/foot ctrl.